Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-may-2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. It was reported that patient complained of pain. As a result, essure was removed on (B)(6) 2015. The physician was not sure of the source of the pain, or if it could be attributed to essure. Follow up from 04-jun-2015: ptc (product technical complaint). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who developed pain after essure (fallopian tube occlusion insert) insertion. The devices were removed. The reported event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. The physician was unsure if patient's pain was related to essure. Nevertheless, given the event's nature and since devices removal was required; causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 09-sep-2015: follow up attempts were done, without response to date. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who developed pain after essure (fallopian tube occlusion insert) insertion. The devices were removed. The reported event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. The physician was unsure if patient's pain was related to essure. Nevertheless, given the event's nature and since devices removal was required; causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.